Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the laao/pvi procedure using volt and amulet, a pericardial effusion was noted and a pericardiocentesis was performed. Transseptal was performed, laa angiography was performed, the sheath was exchanged for an agilis 13f and volt catheter was used, the sheath was then exchanged for amulet and then the effusion was noted. The laoo procedure was completed and then the pericardiocentesis was performed. It is unknown if a cardiac perforation occurred. According to the physician, the cause of the pericardial effusion is unknown. There were no performance issues with any abbott device.